Event description:
It was reported that patient underwent a procedure on an unknown date. During the procedure, patient was implanted with a femoral nail. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to degenerative joint disease. The femoral nail was removed and a total hip was implanted. It was noted, the nail had fractured approximately 3 inches from the proximal end.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Expiration date - unknown. Date implanted - sometime in 1990. 510k number - unknown. Manufacture date ¿ unknown.

Manufacturer narrative:
This medwatch 1825034-2014-06362 is a duplicate of medwatch 0001825034-2014-05293. This medwatch 0001825034-2014-06362 is considered closed at this time.